Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the exposure screen was black. The customer was reporting a loss of the live image. There is no report of pt injury associated with this event.